Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a pod coil and a lantern delivery microcatheter (lantern). It should be noted that the patient¿s anatomy was mildly tortuous. During the procedure, while advancing the pod coil through the lantern, the pod coil unintentionally detached within the lantern. The physician attempted to push the detached pod coil out of the lantern using its pusher assembly and attempted to flush the pod coil out of the lantern, but was unsuccessful. Therefore, the lantern containing the detached pod coil was removed. It was reported that the pod coil was flushed out of the lantern on the back table. The procedure was completed using two additional pod coils and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Evaluation of the returned pod coil confirmed a detached embolization coil. The pusher assembly was not returned for evaluation; therefore, the root cause of the unintentional detachment could not be determined. Further evaluation revealed that the sr component was fractured, and the coil winds were unraveled. This damage may have occurred during attempts to remove the coil out of the lantern during the procedure. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.